Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced as the implant was undersized and improperly placed. The new implant had to be re-routed in order to be placed. No other adverse patient effects were reported.

Manufacturer narrative:
A titan pump, two cylinders and a reservoir were returned for analysis. As examination of the components may not conclusively confirm or disprove the report of sizing issue and improper placement, coloplast accepts the physician¿s observations as to the reason for surgical intervention.